Event description:
The user received a false troponin t result for one pt sample in a 16 x 100 mm bd vacutainer serum tube. The initial result was 0.325 ug per l and was repeated due to the lab procedure to repeat every troponin t result greater than 0.03 ug per l. The sample was repeated with a result of less than 0.01 ug per l. The initial result was not reported and the pt was not adversely affected. The field service rep found the measuring cell was old and replaced it along with the pinch tubing. He performed a cell blank and ran performance tests.

Manufacturer narrative:
The investigation is ongoing. If additional info is received, appropriate notification will be provided.